Event description:
It was reported that the patient is experiencing extreme pain and inflammation in his right hip that started in (B)(6) 2012. Also, he indicated that he experienced deep tissue pain and inflammation in the groin area. The pain has since radiated to his back area and he has to use pillows to sleep because he is having so much pain. Patient also states that he tore his meniscus in his left knee getting out of his truck because of the pain and inflammation in his right hip. Patient states that he has had blood work done and that he supposed to have an MRI done but is having problems with his insurance. Patient states that cobalt levels are elevated.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.